Manufacturer narrative:
Corrected b.7 with additional information. Added an additional code to h.6 type of investigation. Received imagery was reviewed. Technically the 26mm valve is the correct valve size for the annulus. The lvot should accept that valve with no problem related to stretching. The information provided indicated the case involved the treatment of a bicuspid aortic valve but from the limited imagery provided there may be a third leaflet noted. Of note, existing literature indicates patients with a bicuspid aortic valve have a higher incidence of conduction disorders with the need for permanent pacemaker implant. With the limited information provided we are unable to determine the cause of the heart block.

Event description:
Medical records were received for review. Nine days before tavr the patient was transferred for evaluation of presyncope in the setting of severe-critical aortic stenosis. They had a history of cardiac murmur. Most recent echo revealed critical as with moderate ai and moderate mr. The patient had recently took a nap and woke up sweaty, dizzy, with an episode of non-bloody diarrhea. On the way from the restroom, they had a near syncopal episode prompting them to call life alert. No chest pain, dyspnea, nausea, or vomiting. Per the operative noted, the patient had a 26mm sapien 3u resilia in the aortic position via right femoral artery approach. The implant was a success with no significant paravalvular leak. Transvalvular mean gradient was reduced from 61 mmhg to 8 mmhg. No procedural complications or edwards device malfunctions were listed. EKG post tavr showed sinus rhythm with first degree av block, left axis deviation, right bundle branch block. Compared to EKG prior to tavr the right bundle branch block was new, and the axis has changed. Pod 1 EKG showed sinus rhythm, left axis deviation, right bundle branch block, possible anterior mi of indeterminate age. Compared to EKG post tavr was relatively stable. The patient was discharged on pod 1. They did experience some palpitations overnight associated with st on the monitor. Hr improved by that morning and no further complications.

Event description:
As reported, after successful tf tavr the patient the patient required placement of a permanent pacemaker. The patient had no EKG abnormalities prior to implant, was discharged without abnormalities, and showed up in the office with new conduction disorder. The patient was given an event monitor four days post implant and the monitor picked up a 10 second ventricular pause and the patient was given an implanted pacemaker for complete heart block. Additional information has been requested.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduct ion system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the conduction disorder is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.